Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during post procedure follow-up in clinic, while interrogating the device it was noted that the lead was dislodged. The patient was asymptomatic to the event. While re-positioning, the lead exhibited a consistent loss of capture at high output. The lead was explanted and a new lead was implanted successfully, the patient was in stable condition.